Manufacturer narrative:
Device evaluation: during the manufacturer's technical inspection, the error description provided by the customer, "device shuts down irregularly" could not be confirmed. The described issue could not be reproduced/ identified. However, there are two different issues determined which are independent from the reported issue: 1. Unit was found with missing device stands 2. Software not up to date the above investigations did not reveal a root cause related to the labelling, the device, or its history. All production-related quality checks were passed, and no non-conformities were identified in the device's manufacturing records. The labelling was found to contain adequate instructions and warnings. The complaint history did not reveal any pickup in similar complaints; no trend was identified. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The device in question was returned to the manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that the device shuts down irregularly from time to time. No negative impact in state of health reported.